Manufacturer narrative:
Outcome to adverse event: pseudoarthrosis. The following products have been used in the surgery: part# 55740019550; lot# h5186945; qty# 1. Part#msb_unk_scrw_solr; lot# unk ; qty# 1. Part#msb_unk_scrw_solr; lot# unk ; qty# 1. Part#msb_unk_scrw_solr; lot# unk ; qty# 1. Although it is unknown whether the product caused or contributed to the reported event, we are filling this MDR for notification purpose. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had underwent lumbar posterior fixation at l4/s due to lumbar spinal canal stenosis. Post-op, pseudoarthrosis occurred at l5/s and both the product came in contact with the patient. There was no dura mater injury. There were some pedicle fractures. There were no patient complications as the result of this event.